Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer, as the coil remains implanted and the pusher wire was discarded at the user facility. The root cause could not be determined.

Event description:
It was reported that after placement in an aneurysm, an embolization coil would not detach. During the attempt to remove the coil, the coil stretched and then detached, leaving part of the stretched coil in the aneurysm neck. The pusher wire was removed without incident. There was no attempt to retrieve the detached segment. Several coils were then implanted and the detached coil segment was completely contained within the aneurysm at the end of the procedure. There was no reported patient injury. The patient is reported to be "fine."